Event description:
It was reported that the patient's wife called to report that the patient has had a shocking sensation and went to their doctor, where they turned off the bottom lead and said that it had moved. Since then, the patient has not been feeling well, is light headed, has hot flashes, is weak, and dizzy. Follow-up was conducted and from the information obtained it was reported from the clinic that the shocking sensation the patient was feeling was diaphragmatic stimulation as the rv lead had dislodged. It was noted that there was no ventricular capture at max output. The lead was then programmed off until the lead revision surgery. The lead was revised. The patient was seen after the revision and all is well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).